Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that heart arrest occurred. A 1.25mm rotalink¿ plus was used for a percutaneous transluminal coronary angioplasty (ptca). After the first ablation, it was noted that a heart arrest occurred. A heart massage was performed. After the first attack, atherectomy was performed correctly and a synergy¿ stent was implanted. After, another heart arrest was observed. The procedure was completed with this device and the patient's condition was stable.